Event description:
In 2009, the pt reported she has an elevated blood glucose reading of 465 mg/dl with her normal range being 80-140 mg/dl. She said she is shaking due to her physical symptoms. She delivered a 10 unit bolus of insulin via her infusion device 45 mins ago and her current blood glucose is 415 mg/dl. She said before giving herself the correction bolus she changed her infusion set and insulin cartridge. During the cartridge change, her infusion device displayed an a11 (set not primed) alarm which she cleared after several attempts by priming until insulin dripped from the end of her tubing. She stated she is at camp and she has left her insulin outside in her tent for 2 days. She said, her doctor told her this would be okay. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.